Manufacturer narrative:
The ventilator was inspected and the reported issue was verified. The battery board assembly and internal battery were replaced to resolve the issue. (B)(4).

Event description:
A report was received stating that the ventilator experienced a battery charging issue. It was reported that the internal battery was not maintaining a proper charge while connected to a patient. The patient was removed from the device, manually ventilated for two minutes then transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.